Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a handpiece stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Device is currently under investigation by the manufacturing registered site.

Event description:
It was reported that during a shoulder surgery, the motor drive unit had a sensor fault. It is unknown if a delay occurred and if a back-up device was available. Preliminary results of investigation have concluded that this unit was stalled which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.